Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port isp MRI implantable port attached to a groshong catheter in two segments and one cath-lock were return for sample evaluations. Along with return sample one photo provided for the review. Gross, visual, microscopic visual, tactile and functional evaluations were performed on return sample. A complete circumferential break was noted on the distal end of the attached catheter and on the proximal end of the distal catheter segment. The edges of the complete circumferential break were noted to be jagged, and the surface was noted to be granular throughout. The port was patent to both infusion and aspiration. Complete break was noted in the photo review. Therefore, the investigation is confirmed for the reported fracture, separation, fluid leak and identified wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as no objective evidence to confirm this was provided for review. Although a definitive root cause could not be determined, flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labelling review: as the reported event did not allege a labelling or use related issue, a labelling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement using the x-port isp implantable port, groshong single-lumen, kit, 8f. During the procedure, the groshong catheter became fractured and separated from the port chamber and subsequently migrated from its original position. Additionally, a fluid leak was noted. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement using x-port isp implantable port, groshong single-lumen, kit, 8f. During the procedure, the groshong catheter became fractured and separated from the port chamber and subsequently migrated from its original position. Additionally fluid leak was noted. Current status of patient is unknown.